Event description:
It was reported, noise resulting in oversensing was observed on the right ventricular (rv) lead. Technical support was contacted and recommended lead replacement. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Event description:
Additional information was received indicating lead damage was suspected. The patient was stable and will continue being monitored.